Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects".for this incident, the sensor could not be removed during removal procedure on (B)(6) 2024 at 10:30 am. Sensor was inserted in the right arm. The sensor was palpable, but no transmitter or ultrasound was used to locate the sensor. The hcp mentioned that this could have happened because the same arm and same pocket were used for multiple sensors due to which the pocket had widened and the sensor might have moved. Another removal attempt was made on (B)(6) 2025 and the surgeon was able to successfully remove the sensor. In addition, a new sensor was inserted to continue using eversense e3 continuous glucose monitoring system (cgm). This incident does not require further investigation. B4. Date of this report 21 march 2025. G3. Date received by the manufacturer? 21 march 2025. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4310,22.

Manufacturer narrative:
The manufacturer is currently waiting for information regarding next sensor removal attempt. The additional information will be provided in the supplemental report.

Event description:
On june 11, 2024, senseonics was made aware of an incident where the sensor could not be removed during removal procedure on (B)(6) 2024 at 10:30 am. Sensor is inserted in the right arm. The sensor was palpable, but no transmitter or ultrasound was used to locate the sensor. The hcp mentioned that this could have happened because the same arm and same pocket were used for multiple sensors due to which the pocket had widened and the sensor moved. As per the information that was provided to senseonics on 20 june 2024, the hcp will make another attempt to remove the sensor in (B)(6) 2024 during the patient's next sensor exchange. Currently, the patient is using the eversense e3 cgm system with sensor that is inserted in left arm.